Manufacturer narrative:
(B)(4). As no sample has been returned or evaluated this report has not been confirmed. No root cause relating to the manufacturing process has been determined in relation to this report. This device is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. If additional information becomes available, a follow up report will be submitted.

Event description:
This is a case report received by baxter norway. The home patient discovered during changing of the solution bag on (B)(6) 2012 that the minicap had broken off so that the top of the miniset had been unprotected. Specifically, there was a breach in aseptic technique. On (B)(6) 2012 the patient was hospitalized with peritonitis. It is unknown if a peritoneal effluent culture was performed. Treatment was not reported. No additional information is available as of the date of this report.